Event description:
Hologic field applications specialist (fas) reported on behalf of customer that one sars-cov-2 tma run, wl (B)(6), using assay lot 278579 on panther plus instrument sn (B)(4) which had a discrepant sample. The sample was initially positive but retested negative on a different panther. The initial results were reported out as positive. Customer then performed a corrective action and reported as negative with no associated/reported adverse events. The information provided by the customer was insufficient to characterize the sample as a confirmed false result.

Manufacturer narrative:
Hologic technical support (ts) reviewed logs but could not substantiate customer's claims as the sample in question was actually positive when retested. Hologic product applications specialist (pas) reviewed logs and suggested the sample could have had a low-target concentration; there were no signs of reagent preparation issues. Further log review from the customer's site showed signs of inhibition in the lab, and customer was advised to perform further lab cleaning with the guidance of an fas. After multiple lab cleanings with the assistance of fas, customer did not experience any more signs of inhibition. No further issues reported. (B)(4). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from (B)(6) 2020 to present.